Event description:
Patient reported that the device's lancet carrier is not fully retracting, resulting in the lancet protruding from the end-cap. Patient did not experience an unintentional puncture as a result. No patient injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.